Event description:
The customer reported "one of the respiratory therapists had difficulty with several pulse ox probes over the weekend. After troubleshooting a monitor in sicu (surgical intensive care unit) and changing out the cables, several of these were pulled and tried on one of our portable pulse oxy machines and are not working - sensor error." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned sensors were evaluated and passed continuity testing however it was determined there was an error in the manufacturing process. Replacement product was provided to the customer.